Event description:
Customer reported an issue with their pump time being incorrect, and a discrepancy of more than five minutes was noted between the displayed time and the actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor for any further discrepancies, suggesting they should follow up if the issue recurs. The customer acknowledged and understood the advice provided.